Manufacturer narrative:
(B)(4). This medwatch report is being voided as it is a duplicate of medwatch report # 2210968-2014-00138. Please see medwatch report # 2210968-2014-00138 for all information regarding this event.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that a patient underwent a cesarean section on (B)(6) 2013 and suture was used. On (B)(6) 2013, the patient's wound dehisced and she completely eviscerated her small bowel. No additional information was provided. No additional information was provided.